Manufacturer narrative:
Mfg date: a lot number was not provided. Initial reporter phone number: (B)(6). The returned blade was evaluated for dimensional conformance to design and found to be within all design tolerances. The device was evaluated visually and it was observed the outer adapter body sustained a significant axial crack and the inner blade sluff chamber was observed to have multiple fractures. The outer blade was also observed to have excessive runout at .0201". The cause of the shedding is likely due to excessive load on the device. After the evaluation the root cause was determined to be user error. No further investigation is necessary at this time. (B)(4).

Event description:
During small joint ankle scope procedure it was reported that while debriding the joint the shaver was letting off small silver shavings into joint. The surgeon washed out what shavings he could. A back-up device was available. A seven minute delay, no patient injury or complications took place.